Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 1388tc pacesetter lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the strips showed pause on the right ventricular (rv) lead while the patient was holding the telemetry wand with one hand and pushing off to get up out of a chair with the other hand. The lead remains in use. No patient complications have been reported as a result of this event.